Event description:
This device was surgically explanted, after patient's health care provider determined that the receiver/stimulator component had failed. Explantation/reimplantatin surgery was completed successfully in 04.